Event description:
It was reported the patient was in the doctor¿s office for several hours for a pump refill on (B)(6) 2015. Reportedly, they ¿did not have the medication¿ and ¿made so many mess-ups/ they couldn¿t keep dealing with the mess-ups.¿ they changed medication and decreased the bupivacaine by 25% because the patient was experiencing a lot of chest numbness. The patient had been experiencing chest numbness on-and-off for a while, and it had been bothering her since (B)(6) 2014. Since the day of the refill, the patient had not been able to use the bolus on her personal therapy manager (ptm). When she tried to use the bolus machine, it told her the patient activated bolus was disabled. The medications being delivered via the pump were clonidine, prialt, dilaudid, and bupivacaine. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. If additional information becomes available, the event will be updated.

Event description:
Additional information later received reported that the patient received assistance from the hcp/representative and there concerns were resolved. The patient did have to go to the office because the hcp had turned off bolus by mistake, appointment date (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 8835, serial # (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).